Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter no longer powered on. The patient currently takes a set amount of lantus every morning and after dinner but is also on a sliding scale with a fast acting insulin. The patient also tests at least 4 times per day. The power issue reportedly first occurred on the day bebore, the day before he contacted lfs. As a result of the power issue, the patient was unable to test his blood glucose levels. On original date, the patient woke up allegedly seeing green spots, shaky, and weak. He claimed he was unable to tell if his blood glucose levels were low or high at the time but ate food anyway. The patient reportedly felt better afterwards but then claimed his symptoms worsened as the day progressed because he did not know how much insulin to take. When the patient received his replacement meter from lfs on two days later, he tested his blood glucose levels right away and got a "360 mg/dl." He indicated that he started to feel a lot better after knowing what his blood glucose levels were and being able to know how much insulin to take. The customer care advocate (cca) walked the patient through troubleshooting and noted that the patient had spilled coffee on the meter, which is considered misuse of the product. Replacement products were sent to the patient. Although there was no evidence that the lfs product malfunctioned, this complaint is being reported because the patient developed symptoms suggestive of a serious injury after the power issue had begun.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.